Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomed dept that the system controller programming reset to default parameters. An (B)(4). Was received with additional info indicating that the pt's back-up system controller was unable to start the pt's pump despite displaying the correct fixed speed and low speed limit in the settings. The bio-med inspected and the pump would only run at 6000 rpms. The pump was off for approximately 3 minutes after being restarted.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. (B)(4).